Event description:
The patient called lifescan (lfs) and alleged that their meter was flashing "12:00" when powering on the meter. The patient stated that they were not able to test on their meter for a week, they made an appointment with their physician because they did not know how much insulin to take. They had not seen the physician at the time of calling lfs. The issue was not resolved with troubleshooting. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of a serious injury ( the patient did not seek any medical attention) a replacement meter has been sent.